Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 210 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Reportedly, customer continued using the pump for insulin delivery.